Manufacturer narrative:
The device was returned and an evaluation confirmed the complaint. The pneumatic block was replaced to address the issue. Resmed's risk analysis for the failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.